Event description:
The following has been reported: error 51 power supply unit and loudspeaker defective / history sent with reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
"Device history records were reviewed and nothing was found related to the reported event" device log histories were not provided therefore no review could be performed but no necessary because the root cause was known. The reported device was not sent to brézins for investigation as it serial number is included in the technical service bulletin. This tsb informs services that pumps with a specific serial number range could have a defective audio amplifier, which will trigger an error 51 on the device, in certain circumstances. The power supply board needs replacing. In addition, a global topic on error 51 is evaluated with an internal CAPA opened in may 2023." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.